Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implantable pump. The pump was used to deliver baclofen 2000mcg/ml; specific drug information (type of baclofen, lot#, and daily dose) was not reported. The indications for use were intractable spasticity and stiff man¿s syndrome. The patient had experienced a sudden change with symptoms of infection; however, the infection had not been confirmed. The patient was in the ICU (intensive care unit) with fever, renal failure and possible sepsis. Csf (cerebrospinal fluid) was pulled from the cap (catheter access port) and was being tested; results were not available at the time of this report. Following the catheter aspiration, the healthcare provider wanted to add a single 50mcg therapeutic bolus. Eri (elective replacement indicator) was (B)(6) 2016 with eos (end of service) in (B)(6). Treatment was reported as ongoing. On 1/29/2016, additional information indicated that the patient had gone for a dye s tudy on monday ((B)(6) 2016) and the catheter was aspirated. The patient was instructed to return to the managing physician to have the catheter re-primed; however they did not do so. Additional information received reported that the patient was hospitalized for sepsis. The patient¿s pump was filled by a home infusion company. Further drug information, other medications that the patient was taking at the time of the event, medical history/allergies, results of the csf culture, cause of the fever and renal failure, actions/in terventions taken to resolve those symptoms, and the outcome. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that after the CT dye study the patient did not come to the office for pump reprogramming and was admitted that evening to the hospital for sepsis syndrome. The hcp had contact with the ICU physician and a company representative (rep) was sent with a programmer to assist the ICU physician in making sure the patient was getting the appropriate amount of drug. As the hcp recalled, a catheter priming bolus was programmed at that time. The patient was not in itb withdrawal and was treated for sepsis syndrome.

Manufacturer narrative:
The initial MDR was submitted with manufacturing site number 3007566237; however, the additional information received indicates that the correct manufacturing site number for this event is 2182208.